Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to potential risk associated with customer passing out. Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and defect found on returned meter: broken piece of meter. Root cause: rc-006: bent positive battery terminal due to user mechanical stress. Note 1: manufacturer contacted customer in a follow-up call on 17-nov-2022 to ensure the customer's condition had improved - able to establish contact with customer who stated she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for dead meter. The customer reported she was feeling dizzy; medical attention was not needed at the time of the call. Customer stated the day prior to the call she had passed out, and her family had found her on the floor; no further details were provided. No medical attention as a result of customer passing out was reported. The customer's test strips are expired: manufacturer¿s expiration date is 12/18/2021; product storage and open vial date were not disclosed. Customer had changed the meter battery on (B)(6) 2022. The customer is using the correct battery, in the correct orientation for the meter. During the call the true metrix air meter did not power on using the power button or when a test strip was inserted.